Event description:
The ocd ls observed imprecise and biased psa results on the vitros eciq on 3 pt samples while performing a pt correlation study 2 days in 2007. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The vitros eciq results were not reported and there was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event determined that the root cause of the discordant results were most likely due to method-to-method differences between the vitros eciq and the beckman access. The root cause of the imprecise psa results was determined to be user error by the ls in the pre-analytical processing of the pt samples. The psa IFU states that samples should be mixed prior to testing and they were not.